Manufacturer narrative:
Accolade stem inserter/extractor, cat# 1020-1600, lot# unk was also listed in this report. It cannot be determined which, if any of the reported devices may have caused or contributed to the reported event. An evaluation of the devices cannot be performed as the devices were not returned to the manufacturer. Should devices or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
During the surgery, the surgeon inserted the stem using universal accolade tmzf stem impactor (2124-1899) and then tried to extract the stem for additional rasping using accolade stem inserter/extractor (1020-1600). Then, he found that the top thread of the stem's drive hold had been damaged. Due to this damage, he could not extract the stem. The stem was not fully inserted and that resulted in leg length discrepancy by approximately 5 mm.